Event description:
Premature infant had a broviac placed several months ago in the right femoral vein. It was removed approximately 2 months after insertion, when there was no longer a need for central venous access. Per report, the catheter came out without difficulty. Eight weeks later, the child developed intermittent drainage persistently from the site, and the child was taken to the operating room for incision and drainage of abscess and removal of foreign body. The cuff of the broviac catheter was found in the wound and recently removed. Additional info in 2009: the cuff of the broviac catheter was found in the wound and removed in 2009.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.